Event description:
Customer reported an altitude alarm with their insulin pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer continued using the current pump temporarily and tandem technical support arranged to send a replacement pump. Instructions were provided for returning the faulty pump, and the customer understood the process.